Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# 0210553209, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured on the patient's leads at the time of implant. It was further reported the leads broke and were replaced at that time and that the issue was resolved. No further event information was reported. A supplemental report will be filed if additional information is received. Please note that regulatory report #2649622-2016-00102 also applies to this patient.